Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine follow-up, this cardiac resynchronization therapy pacemaker (crt-p) was observed to be operating in safety mode. The patient did not feel well, so the physician hospitalized the patient and inserted a temporary pacing lead until the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was successfully interrogated and was confirmed to be operating in safety mode. Review of device memory identified a fault recorded during a time of telemetry use. The battery behavior was monitored while the device was interrogated in the laboratory setting and the voltage was noted to drop to a lower than expected level. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the clinically-observed reversion to safety mode operation.

Event description:
It was reported that during a routine follow-up, this cardiac resynchronization therapy pacemaker (crt-p) was observed to be operating in safety mode. The patient did not feel well, so the physician hospitalized the patient and inserted a temporary pacing lead until the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.